Event description:
Subsequent to the initial medwatch report, it was reported the attempted arteriotomy closure was in the right common femoral artery.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device after a right and left heart catheterization diagnostic procedure. Reportedly, a cuff miss occurred. A non abbott closure device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device revealed a posterior needle-to-cuff detachment, which looks similar to the reported cuff miss. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Initially the device was reported to be returning; however, the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Per the instructions for use- the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site.